Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: six (6) photos were provided by the customer for investigation. All six (6) photos appear to show a white foreign matter (fm) in the tip of a syringe barrel. Without a physical sample to analyze the foreign matter (fm) that appears to be in the syringe tip cannot be identified; therefore, potential root causes cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 5 th related complaint reported with the defect/condition of foreign matter (fm) for lot # 6339849, item # 305211. Related complaints: (B)(4). A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: six (6) photos were provided by the customer for investigation. All six (6) photos appear to show a white foreign matter (fm) in the tip of a syringe barrel. The DHR review for batch 6339849 did not reveal any defects or issues reported and no quality notifications were issued. Without a physical sample to analyze the foreign matter (fm) that appears to be in the syringe tip cannot be identified; therefore, potential root causes cannot be determined.

Event description:
It was reported that foreign matter was found before use with a bd blunt fill needle with filter. The following information was provided by the initial reporter, "it was reported that after removing the filter cannula a contamination of the syringe was noted."